Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and presented to the hospital. Review of stored device memory noted a high rate ventricular episode that correlated with the syncope. Anti-tachycardia pacing (atp) was delivered, however, was unsuccessful in converting the rhythm and then accelerated the rhythm. Shock therapy was successfully delivered and converted the rhythm. Additional review of stored device memory noted noise on the right ventricular (rv) presenting electrogram (egm), however, the noise was not sensed by the device. No additional adverse patient effects were reported. This product remains implanted and in service.